Event description:
A customer reported that the valved trocar cannula leaked. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. Three lots were reprocessed for anomalies (blade damage and metal particle on handle) that did not contribute to the customer complaint. No further anomalies were identified. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates this is the third complaint for leaking received against the components of the reported final. (B)(4) opened 25 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected using 15x - 20x magnification and two samples were found to be conforming. The remaining three samples were found to have a damaged septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).